Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-00692 and 3005099803-2012-00700 pertain to the other devices. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator sling system during a sling fixation procedure. According to the complainant, the patient experienced chronic, localized pain in the area of the mesh that began immediately after the initial procedure. On (B)(6), 2012, the patient had the right arm of the sling completely removed by a different physician. This procedure was completed successfully with no complications. The physician believed that the mesh removal would help the patient with her general pain but that it would not alleviate the pain entirely. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.